Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance and loss of capture. It was noted that the patient had complete heart block.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).